Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right atrial lead exhibited noise which could not fully programmed around. Programming changes were discussed. The patient was stable.

Event description:
New information states that programming changes were made on (B)(6) 2018. Patient was stable and doing well.